Event description:
It was reported that the right ventricular lead had a gradual increase in impedance and there is impedance alerts because the impedance is now high. The lead remains in use as the physician is gathering information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data revealed that there was one patient alert for hvb (high-voltage 'b' (rv coil electrode)) - hva high-voltage 'a' (can/body of ICD) lead z equaling 134 ohms on (B)(6) 2012 03:00:02. The weekly high voltage measurement log data shows high impedance for min and max hvb equaling 110 to 134 ohms range between (B)(6) 2010 and (B)(6) 2012.